Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: duracon plastic patella med; cat# 6630-2-100; lot# unkba. Duracon universal b/p non-beaded; cat# 6632-3-625 ; lot# drdrp. Dcon std n-bead fem lft m; cat# 66300315 ; lot# dopbb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that surgeon revised patient's right knee due to infection. Surgeon stated infection was not related to implants due to length of time they were in patient.

Manufacturer narrative:
An event regarding infection involving a duracon insert component was reported. The event was not confirmed. Product evaluation and results: not performed as the device was not returned. Medical review was not performed as no information was provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot and sterile lot indicated. It was reported that the patient had a right primary total knee arthroplasty with duracon components on (B)(6) 1996. Revision surgery took place on (B)(6) 2018 due to infection, it was reported that the surgeon stated infection was not related to implants due to length of time they were in patient (22 years), however, the event could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's right knee due to infection. Surgeon stated infection was not related to implants due to length of time they were in patient.